Manufacturer narrative:
Section d.4: product ID has been updated.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, physician mentioned some fractures intraoperatively and early postoperatively in smaller female patients (sizes 1-4). 4-5 patients that have experienced a fracture intraoperatively or shortly after post op-seems to happen more frequent in smaller females. He has revised all but one- she was treated non-operatively. Has to revises a couple of other patients who are having persistent pain that do not show any abnormalities on the x-ray.